Manufacturer narrative:
Date of event: event date is estimated. Further information has been requested, but not yet received.

Event description:
It was reported that the ipg was not able to communicate following a unrelated procedure. Further intervention may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.